Manufacturer narrative:
The customer returned meter serial number ((B)(4)). The returned meter was investigated with returned test strips (4(B)(4)). The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading of 157 mg/dl was found in the meter memory log on the day of the reported medical event.

Event description:
Caller (customer's daughter) reported that on (B)(6) 2013 at approximately 8:00 a.m., the customer was found unconscious and unresponsive. A blood glucose test was performed on the customer and a reading of 151 mg/dl was obtained. It is unknown what, if any, self-treatment was performed. Paramedics were called and a reading of 22 mg/dl was obtained on their unknown brand of meter. Customer was treated on the scene with glucose via intravenous infusion and transported to a local healthcare facility. Customer was diagnosed with hypoglycemia and a urinary tract infection. Customer was treated with additional intravenous glucose, unspecified intravenous medications and a feeding tube. Customer was also given cipro (ciprofloxacin), an antibiotic for his urinary tract infection. There was no report of death, permanent injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter serial number is unknown, therefore, the device manufacture date is unknown. The device manufacture date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.